Event description:
A customer contacted haemonetics on (B)(6) 2010 and alleged alarms for check disk/retaining ring on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA. This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).